Event description:
A customer contacted beckman coulter inc. (Bci) regarding an erroneously (B)(4) result generated by the au 680 clinical chemistry analyzer which was reported outside of the laboratory. The results provided by the customer. There was no affect to patient treatment with regard to this event.

Manufacturer narrative:
Qc was within specifications before after the event. No other sampling malfunctions were reported. No additional information is available for this event. A clear root cause for this event has not been determined.